Manufacturer narrative:
The auryon atherectomy catheter successfully delivered laser energy to a complex posterior tibial artery lesion during a procedure completed without issues. No device malfunctions or defects were noted, and the sample was not returned for analysis. The procedure included laser atherectomy and balloon angioplasty, resulting in good flow but a distal dissection. To support long-term vessel patency and wound healing, a drug-eluting stent was implanted based on clinical judgment, not due to device failure. The dissection likely resulted from procedural vessel trauma related to the laser and balloon treatment, influenced by lesion characteristics and treatment aggressiveness. There is no evidence of a device malfunction. The DHR was reviewed for the catheter lot number. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings: - pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Potential complications: as with the use of similar therapies, the following potential complications may occur with the use of this catheter, accessories, and adjunctive therapies (e.g., balloon, stent, etc.). These complications may include but are not limited to: procedural complications: · perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A clinical safety manager reported an event for auryon atherectomy catheter 1.5mm - hydrophilic coated: after two balloon angioplasties and auryon laser treatment, a drug-eluting stent was placed in the distal posterior tibial artery for a class d dissection.